Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit needed a maintenance kit. The fse replaced the maintenance kit and then the unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit does not inflate balloon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit does not inflate balloon. There was no patient involvement.